Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and selftest. Device was monitored and functioning properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that they were experiencing high blood glucose level 544 mg/dl. It was reported that the customer had symptoms such as nausea. Customer was treated by insulin pump. Insulin pump was on auto mode. Insulin pump will not be returned for analysis.